Event description:
The facility reported the tubing leaked while in use on a pt. The tubing was being used on the pt's arterial line. The nurse reportedly noted blood backing up in the tubing and at that time found a leak. The nurse was reportedly able to flush the arterial line and no pt injury or need for medical intervention to prevent serious injury was needed.